Event description:
On two separate occasions, staff members were transporting pts (ages and genders unknown) and the unit lost power when it was placed upright on the gurney. When the unit lost power, the staff turned the unit off and then on again and it functioned properly for the remainder of the transport. There was no adverse effect on the pt.